Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of set noted a tear with jagged edges was observed on the tubing at 48 inches on the distal tubing below the lower fitment. Closer inspection of the cut under magnification was measured to be approximately 0.1445 inches wide. No other anomalies or tools marks were observed. Functional testing confirmed leaking from the tubing tear. The root cause of the tear could not be identified.

Event description:
The set was received as an unexpected return with previous reports of a tubing leak.